Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during cycle five of five of peritoneal dialysis therapy. The patient reported feeling overfilled. It was determined that the patient¿s largest prescribed fill volume was 2300 ml, cycle five drain volume was 3883 ml during and cycle five ultrafiltration volume was 1812 ml. Event occurred during last cycle of daily peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The cycler remote toolbox software was used to pressurize the device pneumatic system and all pressures were correct and stable. A short simulated therapy was performed and completed successfully. The device was determined to meet functional and electrical performance specification requirements per rite testing. Upon conclusion of the investigation, the cause of the reported issue was determined to be use error, tidal total uf removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.